Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose. Customer reports they did receive a sensor updating or sensor glucose value not available alert. Customer reports they did not receive a calibration not accepted alert. Customer reports they did receive a change sensor alert. Customer mentioned issues with blood at site on a previous sensor. Customer states the site was not actively bleeding. Customer states the cannula never inserted and there was blood at site. The customer declined troubleshooting for high blood glucose. The device will be returned for analysis.